Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were explanted due to broken tubing. The damage was found in the cylinder's tubing. A recommendation was made to replace the reservoir also but because the damage was in the tubing the physician decided to leave the original reservoir in place. It was further reported that the tubing and left cylinder were "chipped." The cylinder was clearly open at the "chipped" area so there was definitely fluid loss from there. The patient presented with a complaint that the pump was not working and "he wasn't capable to begin the penile erection process." The patient is still in the healing process following surgery but his new device was left successfully inflated at the end of surgery.